Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a connection issue; further described as ¿minicaps are not staying connected and falling off¿. This was observed during use of the devices for peritoneal dialysis therapy. At one point, tape was used to keep the caps connected. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.